Manufacturer narrative:
G3. Manufacturer's aware date of previously reported information updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) on (B)(6) 2025 regarding a patient receiving intrathecal hydromorphone via an implantable pump for spinal pain indications. The hcp stated the patient was in the hospital with increased back pain and weakness to the leg. The hcp stated patient was getting a magnetic resonance imaging (MRI) of the spine and it maybe associated with the therapy and or system. The hcp called back and agent discussed further MRI and mdt sync iii pump labeling. The hcp redirected the hcp to the medtronic national answering service to page a local representative (rep). Additional information received from the hcp on 2025-06-12 indicated that there was not determined to be an infusion system related device issue, patient/therapy issue, or procedural issue. In regard to diagnostics/troubleshooting performed, magnetic resonance imaging(MRI) was noted and no surgical intervention was needed. To resolve the patient's symptoms, the patient was having the pump explanted on (B)(6) 2025 even though the pain was decreased with the pump 80%.